Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified before and after the treatment, where the system met specifications as per service and installation record. A logfile review for the day of event showed all laser system functions were within specifications. The system passed successfully all initialization steps. The user skipped the gas change and the scanner test and performed the needed energy check, eye tracker test and fluence test without any issue. The logfile shows forty-three successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the reported treatment right eye was performed successfully without interruptions. Review of the logfiles for the treatment day shows no warning or error messages. No technical root cause could be identified. The system was working within specification. Root cause could not be identified conclusively. However, a technical root cause could not be identified, device met specifications. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that of blurred vision with best corrected visual acuity was more loss of two lines and unexpected outcome with achieved refraction was less than one diopter in the right eye of a patient, after lasik surgery. There are two related reports for this patient. This report addresses the patient right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).